Manufacturer narrative:
(B)(6). (B)(4). E7099 abc wf registry. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 02, 2018 that a wallflex biliary rx fully covered stent system rmv was implanted during a stent placement procedure performed on (B)(6) 2016 as part of the e7099 abc wf registry. The patient had a history of choledocholithiasis and was enrolled in group c: treatment of benign biliary strictures. On (B)(6) 2016, liver function test were performed. On (B)(6) 2016, baseline assessment of biliary obstructive symptoms (abos) was conducted and the following symptoms were reported: fever/chills, jaundice, dark urine, pale stools, nausea/vomiting. Imaging/ tissue sampling was conducted using endoscopic retrograde cholangiopancreatography (ercp), magnetic resonance cholangiopancreatography (mrcp), and computed tomography (CT). On (B)(6) 2016, the patient underwent a study stent placement as an outpatient procedure. Pancreatogram, biliary and pancreatic sphincterotomy were done during stent placement. Biliary stone extraction was performed . Prophylactic nsaids were administered. The wallflex biliary rx fully covered stent was deployed in a satisfactory position across the stricture. On (B)(6) 2017, the stent was noted to have completely distally migrated. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.